Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted pacemaker exhibited noise oversensing on the right atrial (ra) channel. The noise was reproduced with isometric test. Technical services (ts) discussed reprogramming options and sensitivity adjustments. No adverse patient effects were reported. This device remains in service.